Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the peripheral anatomy using ruby coils. During the procedure, the physician encountered resistance while advancing and retracting the ruby coil through its introducer sheath and reported that the ruby coil would not advance past the hub and into a non-penumbra microcatheter. The ruby coil was therefore removed and was not used in the procedure. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.